Event description:
On (B)(6) 2010, the mother of a consumer reported that her (B)(6) daughter experienced pain after using this new bottle of product. She also reported that her daughter experienced some blurry vision. The condition became worse and at the end of the day, she removed her contact lenses and the eye pain was extreme. She stated, she visited an optometrist who observed a corneal abrasion and treated her with an antibiotic and another drop (not specified). The pain was still very bad and her mother took her to the emergency room. The mother reported that the emergency room doctor stated, it looked like someone used sandpaper on her eyes. The daughter was given a shield to wear on her eyes and some unspecified pain medication. She has an appointment to see an ophthalmologist. On 10/06/2010, a completed questionnaire was received from the ophthalmologist who diagnosed the event as large corneal abrasions in both eyes. The ophthalmologist considered the event to be severe and stated that the event resolved with antibiotic treatment. He also stated that it was unlikely that the event was caused by the product. On 10/14/2010, a completed questionnaire was received from the consumer's mother who described the event as severe pain and "blurry to lost vision" in both eyes. She stated that her daughter felt discomfort in her right eye first on (B)(6) 2010 and on (B)(6) 2010 her vision was blurry with some pain in both eyes which started in the morning. She also stated that her severe pain and loss of vision started when she removed the lenses in the evening. The mother reported that the event was considered severe and resolved. On 11/10/2010, the consumer reported that her daughter never had a total loss of vision. She described the event as very blurry vision, to the point that she could not see clearly. She considered it to be transient because, it lasted only one day.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received. It is unk if the product was used according to labeled indications. Batch records for lot 178900f were reviewed and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. A visual examination of the exterior of the returned sample showed no anomalies with the bottle or cap that would have contributed to the complaint condition. The cap was removed to observe the solution, the solution appeared to have no visible particulates, and had typical odor, coloring and clarity. Lot 178900f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by fax and mail on 09/17/2010 and 10/06/2010 and by phone on 10/06/2010, 11/03/2010 and 11/08/2010. A completed questionnaire was received from the doctor on 10/06/2010 and from the consumer on 10/14/2010. (B)(4).